Event description:
The facility alleges that one unit did not supply air to the pt, and one unit would not allow exhaled air. No pt injury reported.

Manufacturer narrative:
A follow-up report will be filled upon completion of the eval or if add'l info becomes available.